Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "pair new transmitter" message occurred. Data was evaluated and the allegation was confirmed as a "pair new transmitter" message was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a "pair new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device availability- additional. G4: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation method codes - additional.

Event description:
It was reported that a "pair new transmitter" message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage measurement test was performed and failed due to 0 vdc. A review of the share logs was performed and a "pair new transmitter" message was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a transmitter failed error. No injury or medical intervention was reported.